Event description:
Per the audiologist, the patient reported hearing popping and roaring sounds when using the cochlear implant system. The results of an integrity test were consistent with normal device function and 2 short-circuit electrodes. It was recommended that the short-circuit electrodes be deactivated in the patient's sound processor program. The healthcare professionals decided that the device will be explanted, and the patient will be reimplanted with a new device. Surgery is being scheduled.

Manufacturer narrative:
This type of event is addressed in the device labeling.